Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that this programmer had a red warning screen. This occurred after exiting the subcutaneous implantable cardiac defibrillator software application. A device had just been successfully interrogated, and the clinic was closing down the programmer for the day. The local representative tried to interrogate a different device and got the same warning screen. Technical services requested that the programmer be returned. There were no adverse patient effects. The programmer will be returned.

Manufacturer narrative:
The returned programmer was thoroughly inspected and analyzed. The programmer was tested with the system-functional test and passed. Baseline testing of the system functions was done and this testing passed. The programmer memory was analyzed in order to verify the existence of an error log. An error was detected. There was an error in mounting the programmer application, so the system terminated the application forcibly. This is a software issue, and a system reboot is recommended. The programmer was then stressed on multiple tests and never presented a red screen. It powered on correctly and could interrogate the test devices without problems. Laboratory analysis did not identify a root cause because the failure mode observed in the field could not be replicated during analysis.

Event description:
It was reported that this programmer had a red warning screen. This occurred after exiting the subcutaneous implantable cardiac defibrillator software application. A device had just been successfully interrogated, and the clinic was closing down the programmer for the day. The local representative tried to interrogate a different device and got the same warning screen. Technical services requested that the programmer be returned. There were no adverse patient effects. The programmer will be returned.